Manufacturer narrative:
No products were returned for the investigation. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips (lot 294944) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The meter result from a capillary sample was 3.4 inr. Two hours later the laboratory result from a venous sample was 2.6 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The result in question was reported to the customer's doctor. There was no allegation of an adverse event. The customer mentioned that they have inflammation on their left thumb and blood pressure was also elevated. The customer also mentioned that their "lymphocyte score is below 14 rather than 18." The customer's test strips were requested for return but all the strips have been used.